Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported sparks and flames. The device was found in an unoccupied patient room with an unsigned noted that stated "malfunction." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility after the device was plugged into ac power, sparks and flames were noted coming from the device near where the ac power cord enters the device. The flames were extinguished by unplugging the device from ac power. There were no reported adverse effects to the technician. No medical interventions were required. Though requested, no additional information was provided.